Event description:
It was reported that the patient presented to the emergency department with a high ventricular threshold. Ventricular capture was intermittent at 7.5 v, 1.0 ms. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.